Event description:
It was reported that the unspecified bd¿ pen needle cannula broke. The following information was provided by the initial reporter: rear cannula end is broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-mar-2023. H6: investigation summary customer returned one pen needle loose. It was reported by the distributor that the needle is broken. The needle was visually examined and observed broken npe. As the samples return were open it is not possible to determine the root cause. Hence, the alleged issue could be confirmed based on the samples return for the investigation. No DHR review can be carried out as lot number is unknown. Based on the sample received, embecta was able to confirm the customer indicated issue. Root cause cannot be determined as the return samples were open. H3 other text : see h10.

Event description:
It was reported that the unspecified bd¿ pen needle cannula broke. The following information was provided by the initial reporter: rear cannula end is broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. .